Manufacturer narrative:
Additional information was received indicating that there was no patient involvement.

Event description:
Information was received that this smiths medical cadd legacy pump exhibited error code "no disposable clamp tubing". No adverse effects were reported.

Manufacturer narrative:
H3: one cadd legacy 1 pump was received for evaluation. The event history log was reviewed and there were "no disposable" alarm messages after the pump started. A functional check and visual inspection were conducted. The reported issue was unable to be replicated. It was recommended that the downstream sensor be replaced.